Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the sleeve of the hercules 3 stability arm fell apart. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(4) 2015. The actual sample was visually inspected upon receipt, during which it was confirmed that the sleeve of the quick connect had come apart from the assembly. One of the pins that secure the sleeve in place appeared to have been dislodged from the spring detent. It appeared that the pin had been present and came apart over the life of the product. A review of the device history records revealed no manufacturing anomalies. Although a definitive root cause could not be determined, it is likely that damage was caused to the device during reprocessing or use causing the pin to become dislodged and the reverse quick connect to come apart. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.